Event description:
Customer reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive pump reset guidance, and after following the instructions, the customer successfully initiated their sensor session without encountering the error code again.